Manufacturer narrative:
The reported devices are expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and complaint investigation.

Event description:
The distributor in (B)(4) rejected two poole suction instrument 50/c for "insufficient heatseal" during incoming inspection. In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.

Manufacturer narrative:
The reported unused devices were returned for evaluation in original unopened packaging. Label verification and visual inspection was performed. Both complaint products were observed to have an open seal along the short straight seal side of the packaging. Sterility of the products were verified to be compromised and the defect areas were adjacent the complaint devices' distal tips. Both samples were observed to have complete seal transfer. Due to the appearance of the defect areas, the proximity to the devices, and the observation of complete seal transfer, it appears that the devices caused the open seal after the sealing process, and therefore is not likely a manufacturing issue. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4), no prior complaints have been received. A two-year review of complaint history revealed twenty one similar complaint devices. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4). This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. -if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This issue will continue to be monitored through the complaint system to assure patient safety.